Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that a piece of the bd ultra fine¿ mini pen needle broke off after the injection while reattaching the outer cover. The following information was provided by the initial reporter: "a piece of the needle was broke off. She stated that it happen after injection while she was re-attaching the outer cover."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of the bd ultra fine¿ mini pen needle broke off after the injection while reattaching the outer cover. The following information was provided by the initial reporter: "a piece of the needle was broke off. She stated that it happen after injection while she was re-attaching the outer cover."